Event description:
According to the reporter, during laparoscopic gastric procedure, when the surgeons went to angle the stapler the pressure from the abdominal wall cause the junction between the reload and adapter to break twice. First, they used a powered adapter with a black reload and it broke, then they used a manual handle and it broke in the same place. The procedure was converted to open because on the second firing, using a handle, it broke while the reload was on the patient stomach. No disengaged components fell into the patient's cavity. The patients hospitalization was extended as a result of this device issue.

Manufacturer narrative:
D10 concomitant products: sigadaptxl, sig power sigadaptxl linear xl adapter sn:(B)(6); sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot#unknown); sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the distal end of the instrument shaft was broken. The firing rod tip was damaged. An internal component from within the handle was loose within the packaging, which fell out of the handle due to the distal end damage. The unload switch was in neutral position. The instrument firing knobs were retracted, and the articulation lever was in neutral position. It was reported that the instrument broke and the single use loading unit (sulu) disengaged. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur due to over flexure of the reload while attached to the instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparoscopic gastric sleeve procedure, when the surgeons went to angle the stapler the pressure from the abdominal wall cause the junction between the reload and adapter to break twice. First, they used a powered adapter with a black reload and it broke, then they used a manual handle and it broke in the same place. The procedure was converted to open because on the second firing, using a handle, it broke while the reload was on the patient stomach. The disengaged components fell into the patient's cavity was retrieved. The patients hospitalization was extended as a result of this device issue.